Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was between 100-200 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.